Event description:
It was reported that at approximately 3 years post-op the patient had a second surgery to remove the femoral screw. According to the reporter the patient received an acl repair with autologous bone graft on (B) (6) 2006. On (B) (6) 2009 the patient sustained a right knee injury (twisted while running). Patient stated he felt something was wrong since the re-injury of his knee and an MRI was taken. MRI results; tibial anchor screw was not in the tibial bone tunnel and a possible ligamentous laxity (loose ligament). On (B) (6) 2009 a right knee arthroscopy was performed to remove the loose body (femoral screw). On (B) (6) 2009 the patient presents at clinic with pain at the area of the surgical incision and redness. Clinical notes state that the patient had no bandage on surgical site and was avoiding showering. Patient released with instructions to keep wound clean and apply bacitracin. On (B) (6) 2009, according the surgeons notes, the patient had minor drainage from portal site (superficial). Patient is nearly healed and doing well. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Two (non-related) adverse events where reported on the same suspected medical device. MDR #1220246-2010-00034 addresses the first reportable adverse event and MDR #1220246-2010-00042 addresses the second reportable adverse event. Patients weight was requested but not provided. No further patient or event information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned; therefore the complainant's event could not be verified. Device history record revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted.